Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Loss of prime alarms were found in the history but could not be duplicated.